Event description:
It was reported that this right atrial (ra) lead exhibited impedance measurements of less than 200 ohms, noise, oversensing, and inappropriate atrial tachy response (atr) episodes. The patient had presented to the emergency room for non device related issues. It was noted that the impedance measurements had been low out of range at the patients last office interrogation. Boston scientific technical services (ts) discussed this with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.